Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) the screen went blank and an audible tone was heard. The iabp was unresponsive. The clinical team switch the patient to another device. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge service representative reported that the customer has requested getinge to evaluate the iabp and that they¿ll be sending in the iabp to be repaired. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us.

Manufacturer narrative:
At this time, the customer has not requested getinge to evaluate the iabp. Additional information is being requested from the customer with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) the screen went blank and an audible tone was heard. The iabp was unresponsive. The clinical team switch the patient to another device. No patient harm, serious injury or adverse event was reported.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) the screen went blank and an audible tone was heard. The iabp was unresponsive. The clinical team switch the patient to another device. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit, and upon inspection found saline on the power management board, and replaced same. The fse inspected unit and wasn't able to find saline on any other boards. However, saline was found on the chassis near on/off switch; the fse wiped and cleaned off all saline residue on cover and chassis, calibrated transducers and performed full functional, mechanical, and visual testing which all passed. Inspected all other electrical components and found no other signs of saline. The unit was then put to run with trainer for few days and passed all tests; released as ready for clinical use.